Event description:
On 09-oct-2019: follow up information was submitted because complaint investigation results showed that (1 returned used devices) the tubing was detached from the tubing connector. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release while the patient was sleeping. The site location was patient's left arm and the pump was also worn on the left side. The infusion had been in use for 2 days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation on retured used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release while the patient was sleeping. The site location was patient's left arm and the pump was also worn on the left side. The infusion had been in use for 2 days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.